Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description:  linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was only experiencing stimulation on the left side due to migration. The patient underwent a lead revision procedure wherein the leads were replaced and was doing well postoperatively.